Event description:
During a laparascopic cholecystectomy using both the suction and smoke evacuation feature of the device, the pneumoperitoneum was reduced causing the abdomen to collapse, preventing the physician to locate where the bleeding was coming from. Patient was opened to finish procedure with no complications. It was reported that the suction valve was stuck in the on positon, however this could not be verified and the event could have been caused by over use of the smoke evacuation feature.